Manufacturer narrative:
(B)(4): additional information was obtained by product analysis on (B)(4) 2012 with the following findings: no audible sound was detected and the solder on the piezo was cracked. The vibrate function was working appropriately. The alleged malfunction is not likely to cause an adverse event because the vibration alarm mechanism still functions and will still alert the user should the pump emit an alarm. (B)(4).

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and ok buttons had intermittent response and required multiple presses with increasing force to evoke a response. The contrast buttons was unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Investigation was unable to confirm or duplicate the allegation of a "loose" keypad.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were intermittently unresponsive. The reporter noted that the keypad felt loose and indicated that the tactile issues had occurred first. The reporter denied any evidence of moisture in the pump. The patient reportedly did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).